Manufacturer narrative:
(B)(4).

Event description:
During the refill procedure, an unexpected difference between the aspirated and expected drug volumes were shown; the aspirated volume was 1 ml, the expected volume was 12.4 ml. The reservoir was rinsed, because of a new medication mixture. It was easy to fill and aspirate the 40 ml of naci twice. The pump was filled with 40 ml of the new drug mixture with no problem. The pt showed no uncommon clinical symptoms. The pt did remember that at the last refill procedure he had a numb feeling in his abdomen and both legs for the first 3 days after the refill procedure. There was reported to be no pt injury. The pt's next refill visit was scheduled early and the pt was advised to seek immediate help in case of overdose symptoms. A pump replacement was scheduled for (B)(6) 2011. The device system was used to deliver prialt and bupivacaine. Additional info has been requested. A follow-up report will be sent if additional info becomes available.